Manufacturer narrative:
Additional equipment involved in the incident: assist device, f14scal, joerns healthcare (B)(4). Moxi lal 36x80 mattress, sanoftmatt, (B)(4). Moxi select air control unit, select air, moxi enterprises, (B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user it was discovered by a nurse aid (no name) that the patient's head, part of shoulder and breast were caught between the mattress and side rail of frame. Supervisor at the time was (B)(6). Patient suffered loss of tooth, chip on another, with a small cut on her bottom lip. The patient's injuries were addressed at the facility by staff. (B)(4) were entered into our system to have the easycare bed, f14scal rails and bed panels returned to joerns for investigation. As of this writing, the easycare bed, f14scal rails and bed panels have not been returned.